Event description:
It was reported that during a routing device change out procedure, the right atrial lead exhibited oversensing that resulted in pacing inhibition. The lead was capped and replaced. The patients condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.